Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 07:09:03 on (B)(6) 2024. At 19:05:00, an arrhythmia was detected. ECG shows ssvt @ 150 bpm with motion artifact. At 19:06:42, the patient received the first inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm with motion artifact. Post shock rhythm was svt @ 150 bpm with motion artifact. At 19:07:09, the patient received the second inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm with motion artifact. Post shock rhythm was svt @ 150 bpm with motion artifact. At 19:08:13, the patient received the third inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm with motion artifact. Post shock rhythm was svt @ 150 bpm with motion artifact. At 19:09:10, the patient received the fourth inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm with motion artifact. Post shock rhythm was svt @ 150 bpm/sinus tachycardia @ 130 bpm. The device was shut down at 20:08:59 on (B)(6) 2024.